Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0esty, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported that her therapy was turning off by itself. She would check the remote and it showed off. It was not cycling, as it turned off all together until she turned it back on. The issue began in (B)(6) 2015. The patient felt stimulation when it was on and she did not have 50% or better symptom control, as her symptoms returned when her therapy was off. The patient's indications for use were urinary dysfunction, sacral nerve stimulation, and the gastrointestinal/pelvic floor. There were no interventions or patient outcome reported, so additional information was requested. If additional information is received a supplemental report will be sent.